Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2013, the pt underwent a trial procedure. During the procedure, the doctor experienced difficulty placing the lead intended for use. Multiple attempts/ troubleshooting was unsuccessful. In turn, the pt began to experience discomfort in her right leg. As a result, the procedure was abandoned and the lead intended for use was disposed of. Discomfort in the pt's right leg has not resolved.